Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause of the peritonitis was unknown. It was not reported if the patient was hospitalized for the event. On an unreported date, the patient was treated with vancomycin (intraperitoneally for 3 weeks and dose was not reported). At the time of the report, the patient was recovered from the event. Pd therapy was ongoing. No additional information is available.